Event description:
The account is asking for help identifying the correct fuse installed in the cell-dyn analyzer per the customer letter of 2009. The 8amp fuse is to be replaced with the correct one. No impact to patient management nor to user safety was reported.

Manufacturer narrative:
(B)(4). After further investigation, new information stated that the customer had the correct fuse installed in the cell-dyn analyzer. Therefore, this complaint has been unassigned from correction and removal # (B)(4). This is a final report.

Manufacturer narrative:
(Other), incorrect fuse was installed in the analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.